Event description:
It was observed that during the device evaluation, the rigid video scope exhibited cracks on side of video connector, minor stains under light guide cover glass and dents on distal edge. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.